Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).

Event description:
The device was returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience medication side effects. The pump was explanted on (B)(6) 2016 and will be returned for evaluation.